Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported by the sales that the unit received through a product complaint was being used during surgery and when shaver was connected, they lost suction. There was no patient harm or surgical delay. The case was continued with same unit.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Sales rep called in and explained that unit received through a product complaint was being used during surgery and when shaver was connected, they lost suction. There was no patient harm or surgical delay. The case was continued with same unit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for repair. The operational and diagnostic analysis per service manual does not confirm the reported issue. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar and 2 dissimilar complaints for the serial number of this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).